Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During tha revision, ceramic liner was found to be broken. Update as per sales rep: the reason for revision was due to the liner dislocating from the cup.

Event description:
During tha revision, ceramic liner was found to be broken. Update as per sales rep: the reason for revision was due to the liner dislocating from the cup.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a securfit shell was reported. The event was not confirmed. Method & results -product evaluation and results: the reported device was not returned however photos were provided for review. Visual inspection of the provided photos indicates the shell is covered in blood. No conclusive decision can be made from the photos. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.